Event description:
It was reported that the asymptomatic patient presented remotely via merlin transmission. Upon review, the device exhibited non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended and will be made when patient is seen at the next follow-up visit.